Event description:
Tech noticed a tm6000 end product tester syringe (lot# 1806102, exp 03/01/2020) contaminated with blackish fuzzy cluster near black portion of plunger and medium is darker in color than usual.